Manufacturer narrative:
Patella wasn't tracking well for patient with a total knee implant. Revision surgery occurred to exchange the patella implant and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patella wasn't tracking well for patient with a total knee implant. Revision surgery occurred to exchange the patella implant and poly inserts.